Event description:
It was reported that the patient had a dose increase on (B)(6) 2015. On (B)(6) 2015, the patient was hospitalized with possible "ms" overdose. The patient had weakness in their legs. There was not troubleshooting of the device that had been done and no one had contacted the managing pump physician. The patient was stabilized as of (B)(6) 2015 and was not continuing with the pump now (it was unknown what this meant). The physician wanted a manufacture representative to check the pump to make sure it was functioning okay. The pump system was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).